Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient's ins was accidentally shut off when a programmer from an unrelated therapy was placed over the ins. The rep reported that the patient then was having a return of tremors in their right arm. The rep reported that the unrelated programmer was placed back over the ins and the patient stated they felt the ins turned back on. The rep reported that the patient's tremor started getting better. No further patient complications have been reported as a result of this event.